Event description:
At approximately 22:39 an ambulance was called after a customer became unconscious using a performa nano system. The customer awoke prior to the arrival of the ambulance. The customer had been treated with dextrose, and she was able to self-treat with a bread roll. She tested 136 mg/dl (22:16), 64 mg/dl (22:40) and 113 mg/dl (22:49). The customer tested 59 mg/dl (22:49) on the professional system. The customer was taken to the hospital and arrived at 00:09; she tested 130 mg/dl on the professional device. It is not known if additional medical treatment was required. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.